Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the pylorus during a dilatation procedure performed on (B)(6) 2017. According to the complainant, the exit marker was wrinkled on the catheter. The procedure was completed with another cre wireguided balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.